Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: there was evidence of call service (cs 078) alarms observed in the black box. The pump could not be exercised for 24 hours due to the buttons on the keypad having an intermittent response. The keypad was removed and no contamination was found under the button contacts. The audio bolus button cover was torn and hard to push. The cover was removed and the contact plate was found to be damaged preventing the button from operating normally. The pump cover was removed and there was moisture found internally. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.